Manufacturer narrative:
(B)(4). Batch # p5606a. Only event day and year are known. Event month is unknown. It is assumed the month the complaint was reported. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. In addition the shroud was found damaged as if it was opened beyond its intended position. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify how the device was broken? The device was broken in 2 parts. Was the firing knob broken off of the device? Not verified + device had already been sent if yes, did any piece fall into the patient? No. If yes, will it be returning with the device for analysis? All parts are being returned was there any patient consequence as a result of the event? No.

Event description:
It was reported that during an unknown procedure, the surgeon broke the device during firing. There were no patient consequences reported.